Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and analysis revealed the distal conductor was fractured. It was noted there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported there was an apparent infection. The lead was removed and replaced. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.